Manufacturer narrative:
D10 concomitants: (B)(6) - 02-010-01-0250 - logic femoral ps cem left sz 5. (B)(6) - 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 9 years post op initial left tka, this 69 y/o male patient was revised due to a loose femur and recalled poly. Patient complained of pain. Patient was last known to be in stable condition following the event. Product not returning - chain of command. Due to recall hospital will not release.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of the reported pain, femoral loosening, or due to inclusion of the polyethylene in the packaging recall. Prosthesis wear of the tibial insert could not be confirmed from the provided images. The minor wear of the patella was likely caused by high contact forces with the femoral component in vivo. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.